Event description:
The customer reported that during a pt procedure and when raising the pt support utilizing the gantry control panel vertical controls, the pt support moved "up" and "in" due to the "load" pedal on the multi-function foot switch becoming stuck engaged. The field svc engineer (fse) confirmed that there were no injuries associated with the event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).